Manufacturer narrative:
Product event summary: manufacturer's analysis found that the external pulse generator (epg) - originally returned for preventive maintenance - had a broken output connector assembly, hanger assembly, and upper case. It was also noted that the encoder assembly and one knob were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of sp ecification during manufacturer¿s analysis. There was no patient involvement.